Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024, which is off-label usage of the device. On the same day, it was reported that the patient experienced inaccurate cgm values. The cgm reading was providing high readings (no values reported) and there was no bg reading taken as the patient didn´t had a bg meter at the time. The patient self-treated with insulin based on the cgm reading. Then the patient experienced seizures, he bit his tongue, and had slight low back pain after the seizure, was feeling weak and numb. An ambulance was called and they took a bg reading which was 40 mg/dl and the cgm reading was 100 mg/dl. The patient was taken to the hospital and treated there with glucagon. The patient was discharged the same day. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.